Event description:
It was reported that the tandem-provided charging cable was damaged and could no longer be used to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer charged the pump successfully with a secondary charging cable.